Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #:(B)(4). Ubd: 18-jan-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 1372.3 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient's father indicated that the patient has had issues for the past 6 months after refills regarding sucking for air and being combative. The company representative had not heard any discrepancies or issues other than what the patient's father told them on (B)(6) 2021. On (B)(6) 2021 the company representative ran the logs which appeared normal. It was noted that there was one motor stall with recovery on (B)(6) 2020. The stall was confirmed as having been due to magnetic resonance imaging (MRI); the duration of the stall was 34 minutes. A dye study was attempted but aborted. The catheter was unable to be aspirated; the dye study was otherwise inconclusive. A radiologist was to speak with the managing physician to come up with a plan. It was unknown if the issue was resolved as of (B)(6) 2021. No surgical intervention occurred. It was unknown if surgical intervention was planned. The patient's weight and medical history were unknown. Additional information was later received via a healthcare provider (hcp) on (B)(6) 2020.it was reviewed that the pump was not on a recall list. The physician was checking for the family because someone told them it might be on a recall list. The physician states that the patient was in the hospital for multiple infections that could relate to worsening spasticity. The hcp stated that the infection was not thought to be related to the pump, and that the patient's family was anxious that the pump wasn't working. The hcp stated the family told him that 3 days post every refill for the "last few years" the patient will have " worsening symptoms." The date of the event was unknown (specific date, month, and year unknown). The hcp stated that this information was subjective since the patient has severe cerebral palsy and was non-verbal. It was further reported that in the past there was a seroma behind the pump and that it was stable and not the cause of his current infections. The hcp had no further information on this event since he was the rehab physician and did not manage the patient. Checking the pump logs and then if that shows no abnormalities to proceed with a dye study was being considered. The hcp planned to do that and confirmed he did not have further information regarding the refills and worsening symptoms or the seroma. It was noted that he was just managing the patient while the patient was in the hospital for the infection and the patient had been in the hospital "for some time." The hcp called back and stated they had read the logs which showed a stall lasting 35 minutes on (B)(6) 2020 that was due to an MRI. There were no other issues seen in the pump logs. Additional information was received from an hcp on (B)(6) 2021. The patient had been admitted to the hospital and was being treated for sepsis. The patient was non-verbal and contracted. The patient's family was concerned that the pump wasn't working correctly as the patient had been having worsening spasms. Everything had looked fine in the pump logs. They had ordered a dye study which was done yesterday. The catheter looked intact, but they were unable to aspirate any fluid. The option to access reservoir and measure actual versus expected volume was being considered. The option to attempt another dye study or move to surgical revision was also being considered. The issue was not resolved through troubleshooting. The hcp stated that they would first access reservoir to measure volumes and proceed from there.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6). Implanted: (B)(6) 2001. Explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the managing physician ordered one more dye study and the catheter was again unable to be aspirated. The cause of the issue was not known.